Manufacturer narrative:
Concomitant medical products: sedr01 ipg implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent undersensing on the right atrial (ra) lead and atrial high rate episodes were recorded. The lead remains in use. No patient complications have been reported as a result of this event.